Manufacturer narrative:
The autopulse platform was returned to zoll on 03/21/2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During routine inspection, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message. The user was unable to clear the error message. No patient involvement.

Manufacturer narrative:
The report of the autopulse platform (sn (B)(4) displaying a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message was reproduced during functional testing and confirmed through archive data review. Review of the retrieved archive data confirmed multiple occurrences of ua 7 error messages on the customer reported event date of (B)(6) 2018. Evaluation of the platform during initial power up, revealed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error message on the display screen. A load characterization check was performed on the platform and identified a defective load cell. The root cause of the ua 7 error message was attributed to this issue. As part of routine service during testing, the device was examined and found physical damage. This observation is unrelated to the report of ua 7 error message. Upon customer approval, the load cell and the damaged parts will be replaced and the platform will be further functionally tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).